Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: investigation findings, investigation conclusions and h11 have been updated. Additions to sections h6: component code and type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device in this case, the complaints of deployed valve exhibits central regurgitation and leaflet motion restricted were confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. Available information suggests that procedural factors (post-dilation) likely contributed to the event as it was reported that post-dilation was performed twice, after which the aortography revealed severe regurgitation and a frozen leaflet was suspected. Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the transcatheter heart valve (thv) leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia valve in the native aortic position with less than 1ml nominal volume, a mild paravalvular leak (pvl) was observed. After post-dilation was performed with an additional 1ml, the pvl improved, but due to rapid pacing, the patient's blood pressure recovery was initially poor. As trivial pvl persisted, an additional post-dilation at the same volume was performed, after which the patient's systolic blood pressure dropped to the 40s with almost no pulse pressure. A subsequent echocardiography (echo) confirmed no increase in pericardial effusion. As the hypotension persisted, severe aortic regurgitation (ar) was suspected, which was confirmed via aortography. Chest compressions were initiated and extracorporeal membrane oxygenation (ECMO) preparation began. A frozen leaflet was also suspected. A second 26mm valve was planned for implantation, however, only two kits had been prepared, and no additional delivery system remained. Therefore, the 26mm valve was crimped onto a 23mm delivery system, and a valve-in-valve was performed using nominal +2ml. As fluoroscopy confirmed overlapping of the two 26mm valves at nearly the same position with no pvl, no post-dilation was performed and ECMO establishment proceeded. Hemodynamics stabilized under ECMO support, but fluoroscopy later showed that the second valve had shifted approximately 1cm toward the left ventricle. Although the valve appeared to overlap the anterior mitral leaflet, echo indicated no hemodynamically significant interference. Nevertheless, the skirts of the first and second valves were separated and severe pvl was present through the stent frame; therefore, an attempt was made to pull the valve upward using an edwards 25mm pre-dilation balloon. The stents caught on each other, making repositioning difficult. After re-expansion to minimize misalignment, the operating team decided to implant a third valve. As all 26mm kits had been used, the team waited approximately one hour for a new 26mm kit to arrive. During that time, hemodynamics remained stable with ECMO support, but due to the ar, pulmonary congestion worsened. Massive hemoptysis led to airway management difficulties, ventilation failure, and oxygenation became fully ECMO-dependent. A third 26mm valve was implanted, reducing the pvl from severe to mild-to-moderate. As this was considered acceptable, the procedure was completed and the patient left the room under ECMO support.

Manufacturer narrative:
The investigation is ongoing.